Event description:
During a ptca treatment procedure, the maverick otw 20/2.0mm balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the mid right coronary artery. It is noted that the physician experienced some resistance during insertion of the balloon. The maverick otw balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'